Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this lead was suspected with insulation damage. Intermittent capture in bipolar configuration at 6.5v @ 1ms was noted. A lot of noise was noted and was marked as ventricular tachycardia events in the logbook. The patient has underlying rhythm at 40 bpm. The impedance measurement was at 170 ohms. Lead configuration was changed to unipolar configuration and was getting 1.3v at 0.4ms. Subsequently, this lead was surgically abandoned and the device was upgraded to a biventricular pacing device. Additional information was requested. This investigation will be updated should further information be provided.